Manufacturer narrative:
(B)(4). Age/date of birth) unknown as information was not provided. Weight) unknown as information was not provided. Date of event) unknown as information was not provided. Unknown as information was not provided. Lot#: unknown as information was not provided. Catalog # unknown as information was not provided but referred to an unknown ivc filter. Expiration date: unknown as lot# is unknown. Implant date) unknown as information was not provided. Since catalog# is unknown the 510(k) could be either k000855, k032426, k061815 or k073374. Device manufacture date) unknown as lot# is unknown. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received an unknown ivc filter in (B)(6) 2008 at (B)(6)." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.